Event description:
The field service engineer reported that smoke was billowing from the uninterruptible power supply (ups). There was no patient in the room. The technologist followed procedure and pulled the fire alarm resulting in the fire departments' arrival. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).